Event description:
As reported by the user facility: reports just began cisplatin infusion and tubing disconnected from drip chamber. Caused a chemo spill and some of the drug spilled on customer who developed a rash at the site of the spill. Customer is following medical treatment for the rash. Set was not saved due to chemo spill and contamination.

Manufacturer narrative:
The actual device in the reported incident was not returned for evaluation. Without the actual IV set, a thorough evaluation could not be performed. Based on the info provided, the DHR record was reviewed for the reported lot number and no nonconformances or abnormalities were noted during in-process or final product inspection. There have been no other reports of this nature against the reported item or lot number. Based on the current investigation, no specific conclusions can be drawn. If any additional pertinent info becomes available, a follow up report will be filed.